Event description:
It was reported by the customer that when accessing the port and drawing back blood upon access and then pulsatile flush back and get saline mixed with the blood coming from the hub, leaked forcefully, and it came out forcefully and hit the patient in the neck. It was stated there was no injury but the device leaked on the patient and the nurse.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that when accessing the port and drawing back blood upon access and then pulsatile flush back and get saline mixed with the blood coming from the hub, leaked forcefully, and in once instance it came out forcefully and hit the patient in the neck. No injury, but leaked on the patient once and on nursing. Additional information received: the event did not involve an urgent or life threatening medical situation. The leak was discovered after port was accessed. Leak not noticed while checking for blood return but was noticed while forward flushing with a 10cc normal saline syringe. The leak was also not discovered during the initial priming of the tubing prior to access. Normal saline was infusing at the time of the event. There was no interruption or delay in the administration of medication that negatively impacted the patient. Patient experienced situational anxiety as she does not like her port being accessed and had to experience 2 port accesses in this case as the first needle was unable to be used. She understood that a de-access of this needle and another port access with a new needle had to be done but was not happy with this.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.